Event description:
It was reported that work was completed and a universal clamshell repair kit was installed. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a separation of the silastic sleeve from the metal connector of the driveline was confirmed. The submitted log file contained data spanning from 12/26/2019 at 10:49:51 to 1/13/2020 at 14:51:14, per the timestamp. No notable alarms were captured and the device appeared to have been operating as intended at the fixed speed. A clamshell repair was performed by an abbott technical services representative on 1/27/2020. The patient remains ongoing on (B)(6) and no related issues have been reported at this time. The heartmate ii lvas IFU and patient handbook explain how to care for the driveline. They also address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in a sub-acute rehab center and they pulled at the drive line to controller connection and pulled some of the white covering. Small area which we put rescue tape on. Below is a summary of the heart mate log file for your review. There were no unusual events recorded in the log file event history. The percutaneous lead separation at the distal end bend relief is not interfering with pump operation. A clam shell is needed to address this issue and a clam shell repair was performed. The mcs equipment is operating as intended. No further or additional information was provided.